Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from the USA stating that the attachment is "stuck on the motor." The occurrence date is unk. It is known that the device was not being used during surgery. It is unk if injuries or medical intervention occured. There was no add'l info provided.